Manufacturer narrative:
On 15-jul-2021, mentor received additional information regarding the patient¿s revision surgery. The patient underwent bilateral removal and replacement with two 755cc mentor memorygel breast implant prostheses (catalog #: shpx755, left serial #: (B)(6), right serial #: (B)(6)) on (B)(6) 2021. The relevant fields have been updated. On 17-jul-2021, the suspected medical device was returned for evaluation. On 21-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, ptosis. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient who underwent a primary breast augmentation with 535cc smooth mentor memorygel breast implant experienced right-sided grade iii capsular contracture and left-sided device migration postoperatively. The patient reported that the right breast is hard with indentation, has intermittent pain, and has not dropped. The patient then consulted with a physician, and upon physical examination, the patient was noted to have bilateral ptosis, firmness on the right breast, and left breast has bottomed out. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This medwatch report is for the left-sided implant.